Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported product is an unknown baxter transfer set. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a disconnection between the transfer set and the patient line which resulted in peritonitis, reported as an abdominal infection. The peritonitis was manifested by a fever. The cause of the disconnection was unknown; however, the patient reported the pd catheter "had come out of the connection site" during pd therapy. The patient was hospitalized for the peritonitis, reported as a ¿one-day hospitalization¿ and was treated with unspecified antibiotics for the event. At the time of this report, the patient was recovered from the event. Action with pd therapy was not reported. No additional information is available.